Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did more than one suture break during this single procedure? Please confirm quantity could you please confirm if the patient suffer from any other consequence apart from pain? If yes please provide more details. Could you please confirm if the pain was chronic? Please clarify was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. Was a prescription for steroids or antibiotics provided for the patient's recovery? If yes, please provide medication name, route and dose. A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). Device not returned.

Event description:
It was reported that a patient underwent vaginal delivery on 07/30/2022 and suture was used. When the doctor sewed the patient's perineal lateral incision wound, the suture broke many times, increasing the patient's pain. Additional information has been requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 10/17/2022. H6 component code: g07002 no device returned. The following additional information was received: the sample could not return now. The product was interrupted place on muscular layer tier of perineum. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint # pc-(B)(4). Date sent to the FDA: 9/13/2022 the following information was requested, but unavailable: * how many sutures got broken during this single procedure? Please confirm quantity * could you please confirm if the patient suffer from any other consequence apart from pain? If yes please provide more details. * could you please confirm if the pain was refer as chronic pain? Please clarify * was there any medical or surgical intervention performed (product removed; re-operation; re-closure; drainage)? If so, please specify. * could you tell me if there was a prescription for steroids or antibiotics for the patient's recovery? If yes, please provide medication name, route and dose. Contact with the sales via phone today, no more information available. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.